Manufacturer narrative:
This is a follow up MDR as initial has been sent in qcbd, MDR number 1314492-2015-00136. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was not found out of specification in relation to the reported symptom of does not work which was not reproduced during evaluation. The reported symptom was not verified through a review of the event history log. No corrections were required. Should additional relevant information become available, a supplemental report will be submitted.